Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: a 4mm x 20cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty balloon catheter did not cross the lesion. In addition, a 4mm x 15cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty balloon catheter was also used; however, it ruptured. There was no reported patient injury. The devices were opened in the sterile field. The devices were stored and prepped as per the instructions for use (IFU). There was no difficulty removing the products from the hoop, removing the protective balloon covers, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve nor through the guide catheter. There was no difficulty advancing the balloon catheters through the vessel. The plunger depressed into the indeflator when trying to inflate. Other procedural details were requested but are unknown, unavailable, or not applicable. The products were not returned for analysis. 2021-00145473-1 a product history record (phr) review of lot 82191566 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. 2021-00145473-2 a product history record (phr) review of lot 82200130 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿pta/ptca system failure to cross¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification is known to damage balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4mm x 20cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty balloon catheter did not cross the lesion. In addition, a 4mm x 15cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty balloon catheter was also used; however, it ruptured. There was no reported patient injury. The devices were opened in the sterile field. The devices were stored and prepped as per the instructions for use (IFU). There was no difficulty removing the products from the hoop, removing the protective balloon covers, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve nor through the guide catheter. There was no difficulty advancing the balloon catheters through the vessel. The plunger depressed into the indeflator when trying to inflate. Other procedural details were requested but are unknown, unavailable, or not applicable. The devices will not be returned for evaluation as it was discarded due to infectious disease.